Event description:
On (B)(6), 2010, the pt, along with his mom and a nurse at the hospital, contacted animas to review the pump to ensure that it is delivering insulin correctly. The pt reportedly was hospitalized on (B)(6), 2010 with mild dka: the pt had a "hi" blood glucose result at home with nausea and vomiting. The pt was taken off the insulin drip on (B)(6), 2010 morning and put back on the pump. The nurse rechecked the patient's blood glucose during the phone call and the result was 364 mg/dl. The animas representative reviewed the pump settings with the pt and patient's mom. It was noted that the pump was functioning fine, the totals in the pump history were correct, and the pt was completing the prime and fill cannula steps appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.